Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated and the cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a bv camera error message. This error will cause the system to lock up. There is no report of injury or death associated with the event described in this complaint.